Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The caller did not know the blood glucose reading. It was reported that the keypad issues had occurred twice in the last 2 months. The insulin pump passed the self test. The caller was advised to monitor the device and to call back if the issue persisted. Nothing further reported.